Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient was hospitalized for cloudy effluent sometime in jan 2014 prior to death. As the sample was not returned a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13k22080 and h13j27032 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy fluid. Treatment was not reported. The cause of the peritonitis was unknown. While hospitalized, the patient passed away. The cause of death was reported as sepsis. It was reported the peritonitis had not resolved at the time of death. The cause of the sepsis event was peritonitis. It was not reported if an autopsy was performed. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.